Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they "walked through a metal detector and about a half an hour later" had "felt very dizzy and felt like pacemaker was not working". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.